Event description:
The introducer is not peeling, it is tearing off. A piece tore off in the pt and had to be removed.

Event description:
The introducer is not peeling it is tearing off-a piece tore off in the pt and had to be surgically removed.